Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A device malfunction was confirmed already one month after implantation. No head trauma was reported. The recipient was re-implanted.

Event description:
A device malfunction was confirmed already one month after implantation. No head trauma was reported. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.